Event description:
The controller and manual controller of the or table does not work. Responded to service call, after trouble shooting the unit, found micro switch for the floor lock was damaged beyond repair. The workorder is currenly open until resolution is found.